Event description:
Defective ivc filter was found on kub, taken 7/5/96. Ivc filter was placed on 6/26/96. Kub on 7/5/96 found filter against left wall of vena cava with possible perforation. No leaking noted. No attempt at retrieval at this time.